Event description:
It was reported that a patient, underwent a avrt/wpw procedure with a navistar¿ electrophysiology catheter and cardiac tamponade was noted during the procedure, which require a pericardiocentesis. It was noted that this patient had a medical history of aortic valve issues that may have contributed to this event. Patient did not require prolonged hospitalization and fully recovered with no residual effects. The physician¿s opinion regarding the cause of this adverse event is that this is possibly related to device or user handling. Settings during the event include: temperature-control mode, power setting at 30 watts.

Manufacturer narrative:
The product was discarded, therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Concomitant bwi products used in this event: product: carto® 3 system, us catalog # : fg540000, serial # : (B)(4). Product: stockert 70 rf generator, us catalog # : s7001, serial #: (B)(4). (B)(4).